Event description:
It was reported that a user scanned a freestyle libre 3+ sensor but blood glucose readings did not appear on the ilet bionic pancreas pump, which was displaying ¿start sensor¿ and generated no alerts; the user was instructed to re-scan the sensor in the ilet mobile app, after which the scan succeeded and the pump entered the warm-up period. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution after troubleshooting and education with no alerts or alarms and no need for further care. User support included user guidance to reinitiate pairing and verification of successful sensor warm-up. Investigation of this case revealed an initial pairing failure that was resolved by re-scanning the sensor through the app, with normal device function thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error during sensor pairing.